Event description:
No new information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative who spoke with the patient¿s healthcare provider (hcp). It was reported that the hcp believed the issues the patient is experiencing is not related to the patient¿s device or therapy, but rather it is due to medication interactions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Estimated event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an altered mental status like a ¿12 year old¿. The patient¿s speech was reportedly slurred, although the rep did not believe it seemed slurred. It was noted that the patient¿s therapy was on and okay at 1.60 and 3.1 v, which was increased from 1.3 and 2.8 v, respectively. The patient reportedly had three car accidents the past couple days prior to this report. The patient¿s movement was reportedly good. It was noted that follow-up with an healthcare professional (hcp) would be done. No further complications were reported.